Event description:
It was reported that a coil break occurred. A 14mm x 50cm interlock¿ was selected and used to treat the aneurysm located in the hepatic artery. During the procedure, the coil snapped in half within the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a pusher wire, a coil and an introducer sheath were returned for analysis. The pusher wire and main coil were found to be kinked and stretched upon inspection. The interlocking arm of the main coil and pusher wire were missing. There were only 17 fibre bundles present. The introducer sheath were inspected and no damage was observed. During microscopic examination, the coil zap tip was inspected and no damage noted. The number of fiber bundles was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a coil break occurred. A 14mm x 50cm interlock was selected and used to treat the aneurysm located in the hepatic artery. During the procedure, the coil snapped in half within the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. Additional information was requested and is not available.